Manufacturer narrative:
Based on the information provided, review of the surgical technique manual, IFU, certificates of analysis and fmeas, there is no indication of device failure and no indication that the device was out of specification. The most probable root cause is user error; malpositioning of the implant during installation.

Event description:
The patient had right side si joint arthrodesis in (B)(6) 2013 where three implants were placed. The patient had good si joint pain relief for many years before complaining of a recurrence of si joint pain. The surgeon determined that the inferior positioned implant was malpositioned. In (B)(6) 2019, the surgeon performed a revision surgery where he removed the inferior positioned implant and replaced it with different hardware. The status of the patient following the revision procedure is not known.